Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, it was noted that the atrial lead exhibited oversensing. The lead was capped and replaced. The patient was stable post procedure.